Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombus cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. A correlation between the heartmate ii left ventricular assist system (lvas), suspected thrombus, and hemolysis could not be conclusively established through this evaluation. Additional information regarding the event was requested from the account; however, the hospital will not provide any further information related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use, is currently available. Section 1, "introduction," outlines potential adverse events, including thrombus and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management," outlines the indications of thrombus and how to respond to such events this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and contains information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed thrombosis and had increased lactate dehydrogenase (ldh) on (B)(6) 2024. The patient was inpatient and treated with drip infusion, increased anticoagulation therapy and inotropic drugs. On (B)(6) 2024 the patient developed hemolysis. Their ldh level was 1003 u/l and hematocrit was 41%. The patient was discharged on (B)(6) 2024.